Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for lead revision surgery. The right ventricular lead exhibited noise. The lead was explantecd and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Final analysis found that the insulation was abraded proximal to the suture sleeve tie impression. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.